Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4).

Event description:
It was reported that on (B)(6) 2017, between 1:00 a.m. And 2:00a.m intra-aortic balloon (iab) therapy started on ami patient. At 5:20 a.m. An error #52 was generated and therapy stopped. Although there was attempt to restart the iab pump, the iabp did not restart with same error code. Replaced iabp and replaced iab catheter. It was noted that approx. 2 hours between 05:20 and 07:15 could not conduct therapy. After replacement in 20mins, the patient pressure dropped to 60-70mmhg from 140mmhg (blood pressure drop injury) while waiting for replacement to another pump. There was no reported malfunction of the balloon and the iab was discarded.